Event description:
On (B)(6) 2025, a patient underwent a central venous catheter placement procedure using hickman line. Post the procedure on (B)(6) 2026, it was reported that a newly inserted hickman line experienced an end break. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a central venous catheter placement procedure using hickman line. Post the procedure on (B)(6) 2026, it was reported that a newly inserted hickman line experienced an end break. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided and reviewed. Photo shows the partial view of catheter extension leg. The physician was holding the red luer. The red leur hub segment was noted to be detached from the hub. No other visible break was noted. Therefore, the investigation is confirmed for the reported separation and identified detachment issue. However, the investigation is inconclusive for the reported fracture issue as no break was visible in photo provided and we are unsure if the break exists in other part of the device, only partial view was visible. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.